Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received to confirm that per the physician, the pre-implant bav was the cause of the annular rupture.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, during a pre-implant balloon aortic valvuloplasty (bav), an annular rupture occurred, resulting in pericardial effusion and cardiac tamponade. The procedure was converted to open-chest surgery, and pericardial drainage was performed. Due to the time-frame of treatment for the annular rupture, the previously loaded 29 millimeter (mm) valve and delivery catheter system (dcs) were past the usability time frame and were subsequently not used for the procedure. A 26 mm valve was subsequently opened to address severe aortic regurgitation that developed as a result of the annular rupture. Following deployment of the valve, inadequate expansion was observed. A post-implant bav was performed to address the incomplete expansion. The aortic regurgitation was resolved, however the bleeding from the annular region persisted. Subsequently, the valve was explanted and replaced with a surgical valve.

Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the valve did not cause or contribute to the persistent bleeding in the annular region that led to it being explanted and the guidewire did not cause or contribute to the annular rupture.